Event description:
Additional information noted, the patient had two leads explanted and replaced.

Event description:
It was reported that seven years after implant the "wiring broke" and the patient had the device and system replaced. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 377860 lot# v006486, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 377860 lot# v006486, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient.

Manufacturer narrative:
Product ID, 377860 lot# v006486, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer. (B)(4).